Event description:
It was reported the device experienced unexpected longevity of less than 5 years. The device was explanted and replaced. It was noted that the unexpected longevity may have been due to the high outputs on the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4557m-53, lead, (B)(6) 1996. (B)(4).